Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 10.4,13.9 and 15.1mmol/l . Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.